Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. The patient was seen twelve months prior and the longevity remaining was a little over nine years. At the most recent follow-up, however, the longevity remaining decreased to about three years. Data analysis was performed and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. The patient was seen twelve months prior and the longevity remaining was a little over nine years. At the most recent follow-up, however, the longevity remaining decreased to about three years. Boston scientific technical services requested a save to disk for review, which have yet to be provided. No adverse patient effects were reported. This device remains in service.